Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: mar 16, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folding carton. The complaint lens was received loose inside a plastic bag. No additional product was received. Visual inspection under magnification revealed that the complaint simplicity was received with the plunger rod partially advanced. A stretch mark that deformed the shape of the cartridge and cartridge tip could be observed. The exterior assembly of the simplicity was visually inspected under magnification and no assembly issues were identified. The complaint lens was visually inspected under magnification and was observer to have ophthalmic viscoelastic device (ovd) on the lens optics and haptics. The lens was cleaned and visually inspected under magnification and scratches were observed. No additional issues were observed with the returned product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as an intraocular lens (iol) was being inserted in a patient's right eye, it was noticed that the iol was scratched. Both the original and back up lens had scratched lenses. The first lens was removed from the eye and a replacement lens of the same model and diopter was implanted. It appears that the cartridge tip was bent/ giving some resistance when twisting out. The second iol remains implanted in patient's eye as scratch is on the outer perimeter. No vitrectomy and no sutures, but slightly enlarge the wound to 2.7mm from 2.4mm. Post op week-1 the patient is doing well with no visual damage or changes, he does not see the crack as it is out of his primary visual axis. He is 20/25 and j1. There was no patient injury reported. The surgeon is planning to see how patient does and if there are visual issues (shadows), will then decide to exchange the lens. No further information was provided. This report pertains to the original lens that was implanted and removed. A separate report will be submitted on the event reported with the second (replacement) lens implanted.

Manufacturer narrative:
Ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) has not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.